Event description:
The customer reported battery cannot charge. There was no reported patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported battery cannot charge. There was no reported patient involvement.